Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump had multiple alarms. Customer's blood glucose was not provided. The alarm history listed multiple alarms. A temporary basal was not programmed before the alarm. The device was not stored for a long time. The alarm did not occur shortly after a battery change. The alarm is not recurring during normal use. Customer was advised the device experienced an unexpected restart. He was told to monitor the device and call if needed. Nothing further reported.